Event description:
PICC line occluded and embolized in pre-mi pt. Unable to clear with urokinase. Cardio surgeon started removal and line broke on removal. Surgical intervention to remove broken piece.